Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for a low drain volume alarm / air in line was not confirmed due to unavailable sample. The cause was determined to be air in patient line (as caused by the patient not properly priming the disposable set). The results of a label review revealed that labeling is adequate for the reported issue. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a low drain volume alarm on the homechoice (hc) during initial drain. The technical service representative (tsr) had the home patient (hp) check the lines. The hp states there are large air bubbles in the patient line. The hp did not check the patient line before connecting. The hp was not sure if priming was completed before connecting. The tsr assisted hp in ending the therapy and advised the hp to start over with new supplies. There was no patient injury or medical intervention associated with this event. No further information is available.